Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. The faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator for further analysis. As the dilator was removed, the hemostatic valves were deformed open and did not revert to its sealed position. An attempt to purge air out of the sheath by injecting deionized water into the flush lumen port, observed the water to leak from the deformed hemostatic valves. Due to the severity of the leakage, it was determined that further testing would be unnecessary as the sheath's ability to seal pressure and fluid within the sheath has been compromised and no conclusive results could be produced. Removal of the handle cap to inspect the internal components found the internal valve to be torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Additionally, the internal valve was also found to be deformed towards the distal end of the sheath, contributing to the leak failure during preparation for testing. The deformity is caused by the prolonged insertion of an accessory or device; in this case, the dilator was the cause of the deformity as the device was returned with the dilator still inserted. Since this defect was not mentioned in the complaint summary, this indicates that this deformity was not present during the time of event and must have occurred during the transportation or storage of this device. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used and inserted into the patient. Air ingress was observed when the sheath was flushed via a gravity bag with roller clamp to control flow to 1-2ml/min after aspiration with the dilator removed. It was visually confirmed that no bubbles were originating from the flush line. The bubbles also occurred with the guidewire and farawave catheter inserted into the sheath, though it was found that with a finger covering the sheath valve no bubbles were entering. The bubbles were observed in the sheath between the handle and the groin insertion point. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientifics post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used and inserted into the patient. Air ingress was observed when the sheath was flushed via a gravity bag with roller clamp to control flow to 1-2ml/min after aspiration with the dilator removed. It was visually confirmed that no bubbles were originating from the flush line. The bubbles also occurred with the guidewire and farawave catheter inserted into the sheath, though it was found that with a finger covering the sheath valve no bubbles were entering. The bubbles were observed in the sheath between the handle and the groin insertion point. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientifics post market laboratory where it is awaiting analysis.